Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-may-13, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (18 mg/ml, 7.399 mg/day) and bupivacaine (8.2 mg/ml, 3.3707 mg/day) via an implantable pump. It was reported the patient developed an infection sometime after pump replacement surgery on (B)(6) 2022. The managing physician explanted the entire system on (B)(6) 2022.